Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient with an implantable neurostimulator (ins) for spinal pain. It was reported that the patient doesn't know if the issue with his implant or the controller. The patient said he will set stimulation at 3.5 before bed and when he wakes up he notices it is not working. The patient said he checks stimulation with the controller and the controller is set to 0.0. This issue started in (B)(6) 2018. The patient said adaptive stimulation doesn't work for him. The patient said he is so sensitive to the way he moved he had to readjust stimulation and a standard setting wasn't working for him. The patient said sometimes he wouldn't feel stim and sometimes it would shock him. It was unknown when the shocking began. The patient said sometimes when he would twist it would zap him. The patient said he mainly used the device when he is sitting. The patient said this is his second device and it is more controllable. No further complications were reported.